Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneous elevated accutni result above acute myocardial infarction (ami) cut-off generated by the unicel dxc 600i synchron chemistry analyzer. The erroneous result was reported out of the laboratory and the patient was admitted to the hospital; however, the patient did not undergo an angiography. The original sample was repeated and a new redrawn sample was run as well. Lower results were obtained from both runs. Two additional erroneous results were generated; however, they were not reported out of the laboratory. No information is available on those two samples.

Manufacturer narrative:
The sample was run in a 1ml insert cup. It is unknown if the sample volume was sufficient to run the initial test. Per customer, the system has been reporting insufficient volume errors. A bci field service engineer (fse) found the barrel type connector not properly seated. Fse reconnected the cable and performed aliquot probe alignments. The following med-watch report is linked to this event. 2050012-2010-00913.